Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000251736, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal surgery due to device infection. All the components were removed. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01. Serial number: n/a. Batch/ lot number: 1000251736. Model/ catalog description: reservoir flat iz 100 ml. Product analysis could not confirm the reported events, but did confirm a device malfunction unrelated to the reported events. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders performed within specifications. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. The product analysis could not confirm the allegation of infection. Based on the reported events of the complaint the pump deflation test failure is not considered the most probable cause for this complaint. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product analysis did not confirm the allegation of infection. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal surgery due to device infection. All the components were removed. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.